Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood and tissue. The helix extension length was within specification. A test stylet was inserted into the connector pin and was unable to be fully inserted. Destructive analysis found dried blood and bodily fluid in the inner coil lumen, consistent with the reported event of a stylet insertion failure. Visual examination of the lead found no anomalies.

Event description:
During implant, the stylet could not be reinserted into the lead. The lead was successfully replaced and the patient was in stable condition.